Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, he found corrosion on the negative battery lug. Since the event occurred during preventive maintenance, there was no pt involvement.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.